Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation the device showed shock due to supraventricular tachycardia. The device was reprogrammed and the patient was placed on medication. Later, an ablation procedure for a slow pathway was performed (B)(6) 2015.